Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 11/17/2016. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a sleeve gastrectomy, the jaws of the device stuck and would not open.

Manufacturer narrative:
(B)(4). Date of follow-up report: 01/22/2017. One used lf5544 ligasure device was received, and evaluation of the sample confirmed the reported issue. Visual inspection identified a piece of webbing was protruding from the clevis area. Because of the damage, the device did not pass hipot testing. Further examination found the knife was out of alignment with the jaws and would not function when the trigger was activated. Instead of advancing, the knife would contact the back of the seal plate. This issue can occur when excessive tension is placed on the jaws, forcing them out of alignment. If the trigger is forced when the jaws and knife are out of alignment, it can cause one of the webs to break and protrude from the device. The investigation found the cause of the reported issue to be user error. The instructions-for-use included with this product lists cautions to prevent this issue, stating: do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. Gently pull the cutting trigger to engage the cutting mechanism. Review of the device history records for this lot found no potentially contributing factors to the reported issue.